Manufacturer narrative:
No product returning for evaluation. Attempts have been made to obtain all event information. Should new relevant information become available, a follow-up report will be submitted.

Event description:
Received information that after loading a cartridge, the insulin gauge was inaccurate. There was no impact to customer's blood glucose level.